Event description:
It was reported that the ground path on the power cord was compromised due to a missing ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.